Event description:
It was reported by service report that the side rails were not latching properly in the upright position, the mattress was no longer securely attached to the litter, and the articulating head piece was unable to hold position.

Manufacturer narrative:
(B)(4) - head piece; mattress; velcro.